Manufacturer narrative:
(B)(4).

Event description:
It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alerts on the mobile application occurred. The patient¿s father reported that they were unable to get readings or alerts from the continuous glucose monitor (cgm) application off and on for the previous two weeks. The patient was able to get values and alerts on his receiver but not on his mobile device or on the parents¿ follow application. They were able to view the graph about 10-15 seconds after refreshing, but not able to get the specific glucose value. On (B)(6) 2019 the patient¿s readings were up to 254 mg/dl with no alert, then fell rapidly down to around 55 mg/dl with no alert. He started shaking and vomiting and the father called 911. No treatment information was provided.